Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the unit confirmed the complaint: the housing has a crack because it was over-torqued by disconnecting the tip. To resolve the issues, the housing and all o-rings of the coil form were replaced and calibration and final test according to manufacturer's specification have been performed. Root cause: the root cause is confirmed as device overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. In relation to the handpiece overtorquing - the ability for customers to execute the instructions as written in the current user manual was previously verified by conducting a usability study. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) was cracked. This dysfunction was observed during the procedure with the patient under anesthesia. However, no consequences for the patient were reported, but the surgery time was increased by 30 minutes to an hour (time to replace the handpiece). The procedure was completed by using a replacement handpiece.